Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned rad-97 was evaluated. The device was able to power on, however, would power off when disconnected from ac power. The investigation of the unit determined the battery was bloated and the full charge capacity of the battery below the acceptable limit for used batteries. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 was "getting on and off." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: 110017 h3 other text : device not returned.

Event description:
The customer reported the rad-97 was "getting on and off." No patient impact or consequences were reported.